Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning due to a failure in the filling mechanism, resulting in no pumping conditions. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Correction to field b7: other relevant history. Correction to field h6: impact codes.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was not functioning due to a failure in the filling mechanism, resulting in no pumping conditions. A surgical procedure was performed to remove and replace the ipp. No patient complications were reported.